Event description:
It was reported that pump screen was frozen and unresponsive making interaction with the pump impossible. There was no reported adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup insulin therapy.